Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) was completed. The cause for the battery failure was isolated to excessively discharged battery cells. The root cause for the defective discharge could not be positively identified. No adverse event resulted from the defective battery.

Event description:
A zoll distributor contacted zoll to report that battery sn (B)(4) was not operating properly.

Event description:
A zoll distributor contacted zoll to report that battery sn (B)(4) was not operating properly.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) is underway. The reported problem (battery performance issues) was confirmed. Upon investigation the battery was unable to power on a monitor and charge. The battery is being returned to the supplier for root cause investigation. A supplemental report will be submitted upon completion. No adverse event resulted from the defective battery pack.